Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however a setscrew was damaged.

Event description:
It was reported that during a routine device changeout, the new device had high impedance on a chronic lead due to a possible set screw problem. The device was removed and replaced. No patient complications were reported as a result of this event.